Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis with a high blood glucose level of 500 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was stabilized with ten units of insulin and IV drip. It is unknown what may have caused the high blood glucose. The customer mentioned that they had tried to give them self a bolus and they received a no delivery alarm from their pump. The customer had already changed the infusion set. The customer was advised to call back to trouble shoot the issue if they receive another no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.